Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility

Event description:
It was reported that during a fleet assessment, one lvp was found with air-in-line (ail) alarms with no visible air noted in the IV tubing. There was no patient involvement.

Manufacturer narrative:
Additional information: imdrf annex a and g codes.

Event description:
It was reported that during a fleet assessment, one lvp was found with air-in-line (ail) alarms with no visible air noted in the IV tubing. There was no patient involvement.